Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device change. During the procedure, it was noted that the right ventricular lead could not be removed from the header. The lead was cut and replaced on (B)(6) 2018. The patient was stable.